Event description:
An alarm on the pump was reported during operation, indicating a recurring cartridge issue. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions for loading a new cartridge, but the issue persisted, resulting in the decision to replace the pump. The pump was confirmed to be under warranty, and arrangements were made for its return and replacement. The caller, lacking backup insulin therapy, planned to consult a healthcare professional for guidance. Instructions for storage mode and return shipping were provided, and the customer understood and acknowledged these directions.